Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. H6 type of investigation: labelling review. The complaint for reduced therapeutic efficacy over time/incorrect implant position was confirmed. No product or imaging was provided for evaluation for reduced therapeutic efficacy over time / incorrect implant position. Additional information suggests that patient factors may have contributed to the event, as the implant site characteristics included a3 prolapse and large mac that prevented adequate approximation at the a3/p3 segment; however, a definite root cause is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. Worsening mr occurred after the device was released. Implant site characteristics/etiologies was a3 prolapse and large mac. Adequate approximation at the a3/p3 segment could not be achieved due to the presence of a large mac, resulting in residual eccentric mr. The degree of mr reduction was initially within an acceptable range. Both leaflet insertion and hemodynamic parameters were confirmed to be satisfactory; therefore, the implant was released. After release, the eccentric mr worsened. Pre-procedure mr was severe, at the time of release mr was mild, and post-procedure mr was more than moderate.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.